Event description:
A report was received that the patient's ipg and leads will be replaced. A fluoroscopy revealed that one of the patient's leads may be fractured or is no longer connected properly. The patient is not getting stimulation in her areas of pain. The patient experienced weight loss and her pocket will be revised because the ipg had migrated to the patient's tailbone.